Event description:
Strap came lose during beginning of operation causing patient to fall from operating room table. Patient sustained no injuries. When investigation, product appeared old and loose. Was taken out of service and new straps ordered for operating room.